Event description:
The advocate stated the customer received a blood glucose reading of 465 mg/dl from her contour and a reading of 119 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate performed a control test while troubleshooting and received a result that fell within the normal control range. No product will be returned.